Event description:
Related manufacturer report number: 3006705815-2022-16093, 3006705815-2022-16094. It was reported that the patient's system was explanted and replaced due to high impedances and the ipg approaching end of life.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.